Event description:
Per the clinic, the patient experienced a hematoma at the incision site and subsequently underwent exploratory surgery (B)(6), 2013 to evacuate the hematoma and control the bleeding. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.